Event description:
It was reported that the customer was hospitalized for unknown reasons. Customer stated that they believe that their hospitalization was because of the insulin pump. The customer's blood glucose levels at the time of hospitalization were 700 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.